Event description:
We have been facing issues with deflated / ruptured balloons within these last two or three weeks. Only 1 patient is involved. 1st incident: the catheter was inserted on (B)(6) 2022 in the morning and in the evening, it was observed that the balloon had a hole (balloon deflation). Another catheter was inserted. 2nd incident (B)(6) 2022, the catheter self-expelled in the hand of the caregiver, it was observed that the balloon was split. 3rd incident: (B)(6) 2022. There was no urine in the collecting bag in the morning and thus we observed the catheter had self-expelled during treatment of the patient, the balloon was deflated. Consequences: these repeated catheterizations have increased the consumption of urinary catheters. There was sometimes an overinflation of the balloon to 12 or even 15ml to compensate for the deflated balloon previously inserted by the nurses. But this does not concern all the events observed apparently. So, we trained again nurses and we reminded the good practice: maximum 10ml. But sometimes also a deflated or punctured balloon has been observed without overinflation. No other consequence for the patient. Patient is fine. No presence of stones or incrustations that we know.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. No sample was returned for investigation. Only picture was provided. Based on the complaint description, it was reported that the user has been facing issues with deflated/ruptured balloons. Review on photo provided, observed that the balloon has likely burst. However, in the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
We have been facing issues with deflated / ruptured balloons within these last two or three weeks. Only one patient is involved. 1st incident: the catheter was inserted on 13 may in the morning and in the evening, it was observed that the balloon had a hole (balloon deflation). Another catheter was inserted. 2nd incident 15 may, the catheter self-expelled in the hand of the caregiver, it was observed that the balloon was split. 3rd incident: 18 may. There was no urine in the collecting bag in the morning and thus we observed the catheter had self-expelled during treatment of the patient, the balloon was deflated. Consequences: these repeated catheterizations have increased the consumption of urinary catheters. There was sometimes an overinflation of the balloon to 12 or even 15ml to compensate for the deflated balloon previously inserted by the nurses. But this does not concern all the events observed apparently. So, we trained again nurses and we reminded the good practice: maximum 10ml. But sometimes also a deflated or punctured balloon has been observed without overinflation. No other consequence for the patient. Patient is fine. No presence of stones or incrustations that we know.